Event description:
It was reported that there were concerns of a battery longevity issue for this pacemaker device. Battery longevity dropped from 4.5yrs to 2.5yrs in approximately 15 months. Data analysis has not been performed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that there were concerns of a battery longevity issue for this pacemaker device. Battery longevity dropped from 4.5yrs to 2.5yrs in approximately 15 months. Data analysis has not been performed. The device remains in service. No adverse patient effects were reported. The allegations in this complaint have been confirmed because analysis of device data. However, available information was not sufficient to determine probable cause. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that there were concerns of a battery longevity issue for this pacemaker device. Battery longevity dropped from 4.5yrs to 2.5yrs in approximately 15 months. Data analysis has not been performed. The device remains in service. No adverse patient effects were reported. The allegations in this complaint have been confirmed because analysis of device data. However, available information was not sufficient to determine probable cause. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.